Manufacturer narrative:
B5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and lens opacity (cataract) asc. In a separate visit the lens was exchanged for a replacement lens of longer length and the problem resolved. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens and cataract are identified in the labeling as known potential adverse events following icl implantation claim # (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye on an unknown date. Low vault was observed. Surgeon plans to remove and replace the lens. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).